Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.

Event description:
It was reported that the videoscope exhibited an unknown error code, and the screen went black. The issue occurred during an unspecified therapeutic procedure. Troubleshooting was performed and the procedure was completed with the same device. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint a communication error and the screen blacked out was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that as the image was recoverable by cleaning the connection portion and re-connect it, the scope has been used, and a procedure has normally been conducted without any problems. We presume that the suggested event was caused since the stain could adhered to the connection portion (electric contact), or a poor connection occurred temporally since the subject device had a scratch on the electric contact. However, as it is difficult to analyze further with the subject device, we could not specify the root cause. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ [inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. Olympus will continue to monitor field performance for this device.